Event description:
A patient underwent a cardiac ablation procedure with varipulse catheter and the patient experienced cardiac tamponade treated with drainage and removal of 750ml of fluid. It was reported that approximately 20 minutes of use of the varipulse catheter, a magnetic sensor error occurred and ablation was not possible with varipulse cable. The issue resolved by replacing the catheter and cable. The customer's reported magnetic sensor error with the varipulse catheter and cable are not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. It was also reported a cardiac tamponade was discovered after the ablation procedure. Pericardial effusion confirmed with echocardiography, and a blood pressure decrease noted. Drainage performed, and over 750 ml of fluid drawn. The patient left the room. The physician¿s assessment regarding the health hazard was that it was not serious (moderate/minor). The physician¿s opinion on the cause of this adverse event was the procedure. Causal relationship with the product was noted. The physician¿s commented on the relationship between the event and the product and considered the event was due to unskilled manipulation of vizigo short, the left atrial anterior wall might have been hit during manipulation. However, no abnormalities were observed prior to or during use of the bwi products. Additional information was later received indicating that the patient¿s outcome of the adverse event was fully recovered (no residual effects). The patient did not require cardiac surgery. The exact timing of cardiac tamponade is unclear. The patient was discharged from the hospital on (B)(6); the patient required extended hospitalization for observation. The transseptal puncture was performed with rf needle 89 and nrg-e-hf-89-c0-j.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
Correction: on 26-aug-2025, it was noticed a correction to the 3500a initial medwatch would be needed. Please consider the ¿8.5f sheath, viz mdcurve, short¿ removed from section d.10. Concomitant medical products of the 3500a initial medwatch. The 8.5f sheath, viz mdcurve, short is considered to be a suspected device in the event, not a concomitant product. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 1-sep-2025, the bwi product analysis lab received the complaint device for evaluation. On 3-sep-2025, additional information was received indicating the patient¿s hospitalization was extended by 2 days and the patient did not receive any additional treatments or interventions during the extended hospitalization. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. The device was connected to the carto system and it was visualized and recognized correctly. Then, a functional test was performed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the investigation; therefore, the adverse event issue reported by the customer was not confirmed. The root cause of the adverse event remains unknown. The physician¿s opinion on the cause of this adverse event was the procedure. The instruction for use (IFU) contain the following warning and precautions: catheter advancement should be done under direct imaging guidance (such as fluoroscopy, or intracardiac echocardiography, or with the carto¿ 3 system). Careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade, or entanglement which may lead to valvular damage. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).